Event description:
During a synchrionized defibrillation on a pt in atrial fibrillation the device missfired on the r-wave. Customer was using the device in conjunction with a guidant model "syncrus" edim device. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Facility's biomed department viewed the malfunction upon testing. However was later unable to duplicate the reported malfunction, however they noted that the r wave was elongated and "fuzzy".